Manufacturer narrative:
An investigation has been initiated. When the investigation is complete a final report will be submitted.

Event description:
Nurse stated the PICC leaked while in the patient. The PICC was hubbed up to the skin, so nurse noticed right away when fluid began leaking from the hub which was coming out of patient's arm. The leak occurred at the hub of the red lumen.

Manufacturer narrative:
Received one 2.6f PICC catheter for evaluation. A visual inspection revealed the catheter to cut at the 7 cm mark and intact. A functional evaluation revealed the catheter to leak at the lumen at around the 1cm mark. The device was forwarded to the engineering department for further evaluation. No definitive root cause could be found.